Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg and continued to use the pump for insulin therapy.